Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was variability in the p-wave measurement, with a range of 0.3 to 4.5 mv. The trend was stable, except for this variability, which was described as "torsades" looking. The system remains in use, and no patient complications were reported as a result of this event.